Manufacturer narrative:
Follow-up # 1 date of submission 10/28/2014-device evaluation: the pump has been returned and evaluated by product analysis on 10/14/2014 with the following findings:the pump black box data and histories were downloaded, and the daily insulin delivery totals correctly reflected the user programmed basal rates. Further investigation could not be completed due to a blank display screen.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.